Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level that ranged from 360-361 mg/dl. Prior to going to the ER, the customer delivered a correction bolus in attempt to resolve the reported issue. Customer was treated with intravenous saline and insulin while in the ER and was released from the ER the same day with no permanent damage. The cause of the reported issue was unknown. A system check was performed by tandem technical support and determined that the pump functioned as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.